Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: report from the sales rep. The balloon was damaged during the procedure. The pieces of the balloon were fallen in the body cavity and the pieces were retrieved. It was not a robotic surgery. The case was completed with the new one. The customer said that the trocar was likely contacted to a retractor when it was in and out several times. Initial investigation report the event unit was returned to us and visually inspected. The distal side of the balloon was found to be holed. The distal glue area was found to be detached and the three pieces of the glue area were returned. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the balloon was damaged and the distal glue line had fragmented. The holes in the balloon were consistent with the shape of retractor tips. Based on the condition of the returned unit and event description, it is likely that the damage to the balloon and distal glue line was caused by an instrument, such as the retractor, that came into contact with the balloon and distal glue line during the procedure.

Event description:
Procedure performed: (B)(6). Event description: report from the sales rep the balloon was damaged during the procedure. The pieces of the balloon were fallen in the body cavity and the pieces were retrieved. It was not a robotic surgery. The case was completed with the new one. The customer said that the trocar was likely contacted to a retractor when it was in and out several times. Initial investigation report: the event unit was returned to us and visually inspected. The distal side of the balloon was found to be holed. The distal glue area was found to be detached and the three pieces of the glue area were returned. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.